Event description:
It was reported that the external pulse generator did not pace the expected amount of time following battery removal. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, one bail cover was broken, one bail cover was missing, one bail was missing, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the battery removal test failure, and a diode component failure caused an inactive current failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.